Event description:
It was reported that during a left leg acl repair case, an unplanned incision was necessary. The surgeon drilled successfully into the knee and the femoral socket was created. The surgeon was unable to retract the sleeve out to allow the device to return to a neutral position for removal. Per the reporter, it appeared that the outer sleeve of the device had separated/split. The surgeon was unable to straighten the head using a rongeur. The cutter was drilled out of the femur. There was a 90 minute delay in the case. The surgery was completed with a competitor's device. No further pt info was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device is expected for eval, but has not yet been received. However, a photograph of the device was received via e-mail with the event report. From the photograph, it appears that the outer tube split circumferentially. In addition, scratches near the break were evident from the photograph. The cause of the event could not be determined from the info available and without device eval. Device history record review revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. If the device is returned and additional relevant info is obtained from the device eval, a follow up report will be submitted.